Event description:
This pt was admitted on 07/13/06 for thorascopic minimize procedure for chronic atrial fibrillation. The microwave ablation catheter was removed and it was found that there was a portion of the heart not ablated. Another catheter was inserted and the remaining areas of the heart were ablated. The pt showed no complications postoperatively immediately. However, the pt began experiencing nausea and loss of appetite. It has found that the pt had a burned esophagus requiring a feeding tube. Pt is in guarded condition at this time.